Manufacturer narrative:
It was reported that a female patient received a cemented exafit stem on (B)(6) 2000 and experienced a femoral stem neck fracture on her left hip. The patient underwent a revision surgery on (B)(6) 2015. No trend was identified: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Revision surgery report dated (B)(6) 2015: only the acetabular component and femoral cement were kept. Broken stem was removed. Implantation of the non-zimmer products was performed. Based on the given information and the results of the investigation, we could identify a root cause for this issue: the geometry of the neck around the impaction hole led to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. (B)(4). The part of the case at hand was produced before the design change was in place (as the stem was implanted on (B)(6) 2000). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e ms-stem) are marketed in USA, and therefore this report was filed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a cemented exafit stem size 3.2 on the left side on (B)(6) 2000. It was reported that a breakage of the stem at the level of the prosthesis neck occurred on (B)(6) 2015 and that the patient was revised on the same day.